Manufacturer narrative:
The device was not returned.¿. Upon inspecting the image provided, the reported condition for missing screw could not be confirmed. Due to the inadequate quality of the photos provided, this complaint is unconfirmed from the jabil manufacturing perspective. Should sufficiently clear photos or the actual product packages be provided to us, additional investigation will be conducted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition could not be confirmed during photo/video investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 2.7mm locking screw and 2.4 mm va locking screw were received on empty sealed package. Each of these devices was provided as part of field inventory replenishment. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) 2.7 va lckng scr slf-tpng t8 sd rec 36. This is report 2 of 2 for (B)(4).